Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with a ventricular fibrillation (vf) episode that required cardiopulmonary resuscitation (CPR) and external shocks to terminate the arrhythmia. Undersensed beats were observed, and it appeared that the rhythm at the onset and part of the non-sustained ventricular tachycardia (nsvt) episodes was below the lower rate cutoff. The device did not deliver therapy for the vf episode. Programming and sensitivity adjustments were performed. No adverse patient effects were reported. This crt-d remains in service.